Event description:
As reported by the voluntary medwatch report with (B)(4), during insertion of the ivc filter, the filter did not deploy properly. The device was removed from the patient and another ivc filter was implanted. No additional information is available.

Manufacturer narrative:
Please note that the voluntary report # for this complaint is mw5041079.

Manufacturer narrative:
Complaint conclusion: during insertion of the ivc filter, the filter did not deploy properly. The device was removed from the patient and another ivc filter was implanted. Multiple attempts to gather additional information have been unsuccessful. The device was no returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿filter tilt¿ could not be confirmed as the device remained implanted in the patient and procedural films were not made available for review. Based on the limited information available for review, clinical factors contributing to this issue could not be determined. The DHR does not suggest a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
(B)(4). The device is available to be returned for analysis; however the device has not yet been received. Attempts to retrieve the device is currently in progress. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.